Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms at a device changeout with an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system, resulting in a procedure delay. Technical services (ts) discussed troubleshooting and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.